Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported intracapsular rupture with a change in color of the device discovered during surgery, capsular contracture, baker grade IV, and "the breast is very hard, deformed, and painful to the touch.¿ the device has been explanted. This relates to the left side.